Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the left limb occlusion and coverage of the left internal iliac artery at implant could not be determined from the limited images provided. Pre-implant CT¿s were not available for return; therefore a complete assessment of the patient¿s anatomy could not be performed. Images during implant were also not available. The films returned during an intervention two-months post-implant revealed that the left/ipsi limb was completely occluded beginning at the level of the flow divider. The left internal iliac, left external, and vessels distal to the left limb were also occluded. The right/contra limb was patent. An image after the reported embolectomy and implant of the 8x57 bare metal stent confirmed that the previously seen occlusion had been resolved. The iliac arteries were non-tortuous bilaterally and no obvious stent graft kinks were observed. This may be anatomy and user related. It is possible that due to the patient¿s short left iliac (2 cm length) which was inadvertently covered by the ipsi limb at implant, that during the physician¿s attempts to uncover the left internal the stent graft may have accordioned, leading to a reduction in the flow lumen and the eventual stent graft occlusion. Some calcification in the iliac arteries was reported, which may have also contributed to the limb occlusion.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the proximal aortic neck is 20 mm in diameter and 30 mm in length, there is some calcification in the iliac arteries. It was reported that during the primary procedure the bifurcated ipsilateral limb occluded the left internal iliac artery. The patient¿s left iliac measured 2 cm long. The physician attempted to accordion the ipsilateral limb during the initial procedure. However the left internal iliac artery was inadvertently covered. The physician elected to perform an embolectomy, implanted a balloon expandable 8x57 bare metal stent, and the blood flow was restored. The physician stated that the cause of the event is due to patient anatomy. No additional clinical sequelae were reported and the patient is fine.